Event description:
Additional information received. The patient was seen and device follow up was done. The noise could not be recreated on the right ventricular channel. However, pectoral myopotential was seen during palm press test on the shock channel. No adverse patient effects were reported. The patient was for close follow up. The device remains in service.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and a decrease in pacing impedance. All other measurements were normal. Additional information received. The decrease in pacing impedance was noted lower than 200 ohms. A disk analysis was requested. No adverse patient effects were reported. The lead remains in service. Disk analysis result showed a sudden decrease in pacing impedance measurements from 1200 ohms at implant to 486 ohms. The battery longevity was good at 8 years with 9.2 second charge time. On the stored episodes, electromagnetic interference (emi) oversensing was detected. No pacing inhibition occurred. However, the patient might be exposed in the future to inappropriate therapy in similar situation. Boston scientific technical services (ts) advised further investigation to identify and avoid emi episodes. A different noise on both pace/sense and shock channel was detected. This was suspected to be caused by the myopotentials/ diaphragmatic noise. However, there is still a possibility that it was caused by mechanical issue (insulation defect/conductor issue) or external emi since there was no evidence that would suggests a potential patient activity that would cause such behavior . Some of the noise in shock channel was already present two years ago but was not present on pace and sense channel.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--